Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an articulating arm would not tighten during surgery. However, it was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned arm was examined. The product could not maintain rigidity likely due to not opening the articulating arm for position changes causing wear over time. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that an articulating arm would not tighten during surgery. However, it was used to complete the procedure without reported patient impacts.